Manufacturer narrative:
Company representative evaluated the system and corrected the affected problem by reprogramming the system's radio. Communication was reestablished.

Event description:
Customer reported that panorama central station had lost communication, which may have affected telemetry monitoring. No patient injury was reported.